Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's act and escape buttons were unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 125 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Act and esc buttons did not respond due to unlock on j2/lcd keypad connector. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker.